Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that the patient had an irregular heart rate, ranging from 30-90 beats per minute, and that the patient was also having difficulty breathing. Follow-up with the physician's office was attempted but no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.